Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information received from a consumer reported that she needed therapy adjusted and wanted to talk about putting a new implantable neurostimulator (ins) in. The consumer had intermittent/erratic stimulation. The consumer sometimes felt stimulation a little and sometimes she did not feel anything at all. The consumer stated that if it would just help her legs she would be happy but the issue was that she did not feel stimulation at all. When the consumer did feel stimulation it was very jerking; like if she raised her arms it would jerk and then it went off. Even when the consumer sat and charged for an hour she did not feel stimulation. The consumer confirmed that there were no issues with charging. The consumer thought that the reason was that the device was getting old and she wanted to put a new ins in. She also planned to put another ins in. The consumer had a computed tomography (CT) scan performed in (B)(6) 2015 to see where the ins was, and the CT scan determined that the lead had already migrated into the wrong area. The consumer ended up not putting another ins in because her managing physician worked with a different manufacturer. The consumer was trying to change doctors to have them put in the same device brand. The intermittent stimulation began in (B)(6) 2015. Additional information received from the consumer reported that there was nothing that she was aware of the led to the lead migration. The consumer had tried to have the device reprogrammed but nothing seemed to have helped. The issue occurred during use. The consumer's indication for use was noted to be post lumbar laminectomy syndrome. See regulatory rep # 3004209178-2015-22997 for the report for the patient's ins.